Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left circumflex artery with 95% stenosis. Pre-dilatation was performed with a non-abbott 3.5 x 08 mm balloon device. Then a 3.5 x 15 mm xience xpedition stent was deployed to treat the target lesion. Subsequent to post dilatation with a 3.0 x 12 mm non-abbott balloon, a distal edge dissection was observed which was treated with two xience xpedition stents. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.